Manufacturer narrative:
Additional information: h4 (update), h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the line of a homechoice cassette without an alarm. It was further reported that the air bubbles were approximately 2-3 mm in diameter. This occurred during priming of the device for peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.